Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was pulled out of the strain relief and missing. Additionally, the cables connected the dn to rear therapy electrode and the cable connecting ecgs a and b were pulled from the strain relief, damaging the wires in the cable. The root cause for the missing trunk cable was physical abuse. The root cause for the strained cable was excessive force. Manufacture dates: monitor- 2/21/2018; electrode belt- 12/24/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in a rehab facility at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received one inappropriate treatment from the lifevest during asystole. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment delivery. At 2:25:35 am, the patient received the treatment from the lifevest while their rhythm was asystole with motion artifact. The post-shock rhythm was also asystole with motion artifact. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The response buttons not pressed during the event.